Event description:
Pt stated she is having more/increased shortness of breath and feeling more tired for the last few weeks. Pt also reported swelling in the feet. Md is aware. Pt stated she wants extra cassettes because some have default and leaks. Cassette return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump is unknown. No additional information is available at this time.